Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the reporter, on (B)(6) 2025, the patient experienced loss of consciousness. When a fingerstick was taken the cgm reading was 46 mg/dl, and the blood glucose reading was 400 mg/dl. The reporter could not provide any further information regarding the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient would have still been unconscious, and it was understood that the event had just occurred. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.